Event description:
While cleaning up slush/warmer machine after CABG x3, it was noted that the drape covering the warmer portion had a pin hole in the drape which leaked 0.9% saline into the non sterile portion of the warming basin contaminating the fluid. It is unknown at which point this had happened. Surgeon was notified within 15 min. Of pt leaving surgery of this issue by rn.one day later, during another event, a slush basin drape again was found to have a leak. Ice was underneath the sterile drape. Saline puddle underneath the machine. The back table was not contaminated. The slush basin was changed out and replaced with another drape, medications and sterile saline replaced. Surgeon notified. Supervisor notified. Surgeon requested the manufacturer to be notified. Supply buyer is notifying the manufacturer of the situation.